Event description:
It was reported that a pump malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood these instructions.